Event description:
It was reported in an article in neurosurgery that the patient experienced recurrent symptoms of ataxia and dysarthria four and a half months post procedure. Angiography, at a different facility, revealed fairly severe instent stenosis. The restenosis was not treated. No other information was provided.

Manufacturer narrative:
(B) (4). The reported meter ((B) (4)) was returned and investigated. The complaint was not confirmed. All results were within the range specification. This is a final report.

Event description:
A health care professional reported receiving a high reading of 224 mg/dl on their blood glucose monitor. The laboratory reference reading of 26 mg/dl was received within 10 mins. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.